Event description:
An account manager reported on behalf of a facility representative that, during intraocular lens (iol) implant procedure, the haptic became lodged between the plunger and cartridge and would not release the lens into the patients eye. Patient was contacted and the lens had to be removed. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, there was a tech error involved. No patient contact involved. There was no viscoelastic loaded into the injector.